Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and had smell like fire on the station. A field service engineer (fse) found the station not powering on and confirmed no response after attempting to turn it on. The power cord was moved to a different ac outlet, after which the station powered up fully. The client reported a burning smell from the auxiliary cabinet, and it was noted that enhanced full height drawer 5 had been previously isolated. Upon review, the decision was made to replace the entire drawer once the replacement became available. After installation, the source of the smell was identified as a failed solenoid with overheated coils that had melted surrounding plastic, with no signs of fire or damage to other components. The affected solenoid was removed and documented, and the entire station was inspected with no further issues found. Hardware test application was completed successfully, restoring full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and smells like fire on station. There were no adverse events or injuries reported based on this event.